Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:a review of the pump¿s history showed full deliveries on 11/9/2013, 11/11/2013 and 11/12/2013. During testing, the pump was exercised for 24 hours with no related warnings or alarms duplicated. The pump cover was removed and no internal moisture or loose components were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint could not be duplicated during testing.

Event description:
On (B)(6) 2013, the patient contacted animas to report that his pump appeared to be giving only half his normal basal rates on occasions. At the time of the call the patient mentioned he has been obtaining blood glucose readings in the ¿400¿s¿ with only mild symptoms. The patient did not specify the actual symptoms he developed. The patient reported that his hcp advised him to discontinue pump due to basal delivery issue and start on alternate insulin therapy until pump replaced. At the time of troubleshooting, the patient confirmed basal settings were correct and his total basal rate is set for 73.60 units/day. The patient informed the animas representative that there have been no changes to his basal rates since beginning of october. Review of basal history revealed total basal for (B)(6) 2013 was 72.80, for (B)(6) 2013 it was 35.44, for (B)(6) 2013 it was 36.44 , for (B)(6) 2013 it was 73.26 and for (B)(6) 2013 it was 27.95. The patient confirmed there were no suspends and no basal rates set on those dates. The patient¿s reported bg reading(s) and mild symptoms do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged pump issue remained unresolved at the time of troubleshooting.